Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. ¿ seroma: unable to confirm as it is a medical event not related to the device. ¿ cyst ¿ ndr: not applicable as the event is not related to the device. ¿ lump/nodule ¿ ndr: not applicable as the event is not related to the device. No further actions are required as the device was implanted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture and "highly heterogeneous periprosthetic fluid border, with a maximum estimated thickness of 7 mm¿. Healthcare professional additionally reported "several small nodules¿ and ¿benign microcyst in the upper outer quadrant¿, which are not device-related. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "highly heterogeneous periprosthetic fluid border, with a maximum estimated thickness of 7 mm¿

Event description:
Healthcare professional reported left side rupture. The device remains implanted.